Manufacturer narrative:
(B)(4). Concomitant medical products: item #unknown, unknown stem, lot #unknown; item #unknown, unknown head, lot #unknown; item #unknown, unknown liner, lot #unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that four years post-op a patient was converted from a hemiarthroplasty to a total hip, and the surgeon fractured the anterior column of the acetabulum upon reaming for the trial. It was also reported the patient lost 1000ml of blood and was transfused with 2 units of blood intraop. Additional information was requested, however none was available.

Manufacturer narrative:
Is not applicable as the product is an instrument not an implant. Reported event was confirmed by review of ops records. The records demonstrated that the patient had left tha due to left femur hemiarthroplasty. Anterior column crack noted in the acetabulum under fluoroscopy after reaming. Device history record (DHR) review was unable to be performed as the product information of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.